Event description:
While removing malfunctions/non-operational pain pump, the catheter broke off in pt at the 14cm mark while being explanted. Physician discussed with pt and pt declined to have surgically removed. C-arm image taken with fluoro and unable to locate remaining catheter.